Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 28 x 3.00 mm stent delivery system (sds) was returned for analysis. Visual examination of the stent found stent damage. Distal stent struts starting from the 1st to the 6th distal stent strut rows, were lifted from their crimped positions and pulled distally over the distal balloon cone. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. This type of stent damage most likely occurred during attempts to cross the lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. Visual and tactile examination of the hypotube shaft found no issues. Vsual and tactile examination of the inner, outer lumen and mid-shaft polymer extrusion sections found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 28 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the struts of the stent were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 28 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the struts of the stent were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.